Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the orange piece at the end of the hub of the vizigo sheath came off when the physician pulled back on the dilator. A minimal amount of blood leak was observed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the issue resolved. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required for the bleed observed. No air entered to the patient. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as patient event but as a product malfunction. Should additional information become available this record may be revised.

Manufacturer narrative:
On(B)(6)2020 , it was noticed some misinformation was reported in the b5. Event description of the initial 3500a. The incorrect statement from the b5. Event description: "it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred." The correct statement for the b5. Event description is: "it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred." H6. Device code updated from 4043 (separation problem) to 2907 (detachment of device or device component) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001213 number, and no non-conformance was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).